Event description:
It was reported via the patient call center that chest pain and shortness of breath occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient was discharged home the following day. Two days post procedure, the patient was admitted to the hospital via an ambulance as a result of chest pain and shortness of breath. The patient was diagnosed with non-specified inflammatory bronchitis. The patient was hospitalized for two more days and was discharged home. Testing performed due to chest pain symptoms suggested that pericarditis was negative. The patient had a follow up appointment eight days post index procedure.